Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient is experiencing intermittent sound perception with the device. When pressing on the coil part of the implant, sound is present. Sound is lost when the pressure stops. The coil part of the implant seems movable under the skin.

Event description:
The recipient is experiencing intermittent sound perception with the device. When pressing on the coil part of the implant, sound is present. Sound is lost when the pressure stops. The coil part of the implant seems movable under the skin. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of coil wires. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.